Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from canada alleged discrepant results for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 68/8800 systems. For validation of an ruo (rsv-flua-flub) assay, a positive influenza a sample tested on the genexpert was used. The sample was negative with both the ruo as well as the cobas sars-cov-2 & influenza a/b assay on the cobas 8800. The sample was also retested on another platform, biofire, and generated influenza a positive result. The influenza a positive results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue.

Manufacturer narrative:
Added component code.

Manufacturer narrative:
Roche received customer complaints alleging the generation of false negative influenza a (flu a) results and late flu a target CT values with the following cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems in relation to other platforms. These allegations are specific to recently circulating mutations (single or double mutation) in h1n1pdm09 pertinent to the region of interest to the aforementioned tests. The identified mismatches have been increasing among h1n1pdm09 sequences deposited to the gisaid database. In silico analysis performed by the roche global surveillance team of available sequences within the gisaid database has identified two new single nucleotide polymorphisms (snps) within the region of interest of the cobas® sars-cov-2 & influenza a/b test for use on cobas® 6800/8800 systems. In vitro transcript model studies and testing cultured virus indicate there is impact on the test¿s sensitivity. Consignees have been informed to monitor for negative influenza a results that are inconsistent with clinical presentation and/or other clinical and epidemiological information. Additionally, consignees are reminded to review the tests¿ instructions for use, specifically the intended use statements and procedural limitations sections, which provide guidance on how negative results should be utilized and mutations within the target regions of the tests can impact detection, respectively.